Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 99% stenosed non-tortuous right coronary artery (rca) with multiple calcified lesions. A temporary pacer was used during the procedure. Four low-speed treatments were performed proximal-to-distal and following the fourth treatment, electrocardiogram (EKG) changes were noted and patient experienced chest pain. A perforation was observed. Balloon tamponade was performed to minimize the perforation and a covered stent was placed in the area to resolve the perforation. Electrocardiogram confirmed no cardiac tamponade. According to the physician, the orbital atherectomy system did not cause perforation and perforation had caused chest pain. The chest pain resolved after the tamponade of the rca. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, angina, EKG changes and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, angina, EKG changes and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 99% stenosed non tortuous right coronary artery (rca) with multiple calcified lesions. A temporary pacer was used during the procedure. Four low-speed treatments were performed proximal-to-distal and following the fourth treatment, electrocardiogram (EKG) changes were noted and patient experienced chest pain. A perforation was observed. Balloon tamponade was performed to minimize the perforation and a covered stent was placed in the area to resolve the perforation. Electrocardiogram confirmed no cardiac tamponade. According to the physician, the orbital atherectomy system did not cause perforation and perforation had caused chest pain. The chest pain resolved after the tamponade of the rca. The patient was stable.